Manufacturer narrative:
(B)(4). This is a combined initial-final report. Report source, foreign country: event occurred in (B)(6). The patient was enrolled into a clinical study, a follow-up appointment was lost due to death for an unknown reason, on an unknown date. Therefore, we are unable to receive adequate information regarding the event. Root cause cannot be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total hip arthroplasty. Subsequently a follow up appointment was lost due to death for an unknown reason, on an unknown date.

Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to relay additional information. G3: report source, foreign - event occurred in denmark. E3: occupation: study manager. Additional information: a response received states that the patient seems to have died of causes unrelated to the implant. As the product has not been received, the investigation was limited to the information available. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of complaint history search for past 3 years has found no similar complaint for this item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: a response received states that the patient seems to have died of causes unrelated to the implant. At this time, no risk assessment has been conducted as the complaint is not device related. If further information regarding the root cause of the reported event are provided, the risk will be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total hip arthroplasty. Subsequently a follow up appointment was lost due to death for an unknown reason, on an unknown date. Additional information: a response received states patient seems to have died of causes unrelated to the implant.